Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, d4 (procode,lot,UDI) and g4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d1, d2, d2b, g1 and h6 (patient)

Event description:
Patient states that this femoral stem implant fractured halfway down the shaft about a month and a half ago. He is having pain and difficulty ambulating. He has not had a revision due to this. So far, treatment includes oral pain medication. He did not experience any trauma and his femoral bone is intact. Patient provided the following numbers relating to their implants: (B)(6). He is requesting information relating to financial responsibility of depuy synthes. His inquiry and information will be forwarded to the legal team - email.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the device manufacturing records have been review by a member of depuy engineering. No deviations or anomalies that would contribute to the reported fracture was identified. Device history review : the device manufacturing records have been review by a member of depuy engineering. No deviations or anomalies that would contribute to the reported fracture was identified.

Event description:
Hold gn 12-28 it was reported though a voicemail (phone) by a jnj employee as " calling from depuy synthes in (B)(4). I work for the head marketing department. Can someone please call me.". A call back was initiated on the (B)(6) 2021 at 2:35 pm. Spoke to (B)(6) and confirmed that (B)(6) was on vacation leave until monday and had a patient named (B)(6) who wanted to speak to someone about a stem that was broken. He was asking someone from our team to call him back. His number was xxx-xxx-xxxx. Doi: not reported. Dor: not reported. Unknown affected side.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.